Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6's. During the procedure, while advancing a pod6 through lantern delivery microcatheter (lantern), the lantern backed out of the target vessel; therefore, the physician re-sheathed the pod6. While attempting to reuse the pod6, the physician experienced resistance and the pod6 would not advance out of its introducer sheath. The procedure was completed using another pod6 and the same lantern. There was no report of an adverse effect to the patient.